Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking from behind the front panel of the coulter lh 750 slidemaker (lh 750 slidemaker). Customer reported that the fluid can be seen on the counter top. Customer reported that the volume of the leak was less than 5 ml. Customer reported that there was no blood on the slides. Customer reported that the lh 750 slidemaker gave fluid detector fd5 errors. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubings were cut at valves 4 & 3. The fse replaced the duro tubing reservoir between the lh 750 slidemaker and the diluter instrument.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).